Event description:
The customer obtained non-reproducible, higher than expected vitros troponin I es results from two samples drawn from the same patient (sample 1= 0.070 vs. Expected <0.012 ng/ml; sample 2 = 0.060 vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from two samples from the same patient while using the vitros eciq immunodiagnostic system. The investigation could not determine an assignable cause. There was no indication that an instrument issue or a reagent issue contributed to the event. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown. However, a pre-analytical sample handling issue cannot be ruled out as potential contributing factor.